Event description:
It was reported that a red call doctor icon appeared for the pacemaker on the communicator. Several troubleshooting actions were performed. The issue was resolved, and the data was uploaded. Reports showed an alert for out of range impedance on this right ventricular (rv) lead. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.